Event description:
It was reported that the biosentry plunger stylette will not pass through coaxial adapter to push out bio-seal plug. No patient harm reported.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event to meet FDA criteria for reporting. This report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included in this report. A DHR review was completed and an investigation of the returned complaint sample associated with complaint that the biosentry plunger stylet does not pass through the coaxial adapter. Root cause for this event was determined to be the distal end of the adaptor having a molding non-conformance where the tip is "necked down" resulting in the narrowing of the lumen ID. A supplier corrective action report (scar) response was received with corrective actions implemented and verification of effectiveness (voe) completed in june/july 2023. The lot number in question was manufactured prior to the corrective actions implemented per scar.